Event description:
Boston scientific received information that a boston scientific field representative (fr) reported that they had been contacted by a physician regarding a pacer dependant patient. The fr faxed an electrogram to boston scientific technical services (ts) for review. The patient had numerous episodes of noise that was oversensed and led to pacing inhibition of greater than two seconds. The noise was thought to have been electromagnetic interference (emi) or myopotential in nature. The fr was contacted for further information but could not recall the patient involved with this matter. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.